Manufacturer narrative:
(B)(4). After further investigation it was determined that device b belongs to a different complaint. The analysis findings were transferred to the appropriate record and a supplemental medwatch was sent.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The first two clips fired on a small artery were proper formation, the 3rd and 4th clips on the cystic duct were pear-shaped. The surgeon pulled these clips off, clip# 5 was fired outside of the body formed properly. The surgeon reintroduced the device and fired clips 6 & 7 which were properly formed. The surgeon moved onto the cystic artery and all clips formed as intended and the case was completed with the same device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.